Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and their rhythm diagnosed as ventricular fibrillation. According to the reporter, before the device could be used to defibrillate the pt, the device alarmed connect electrodes or connect cable and would not shock the pt. A backup device was called for and used when it arrived an unknown number of minutes later. The pt was transported to the hosp and momentarily converted to a rhythm during transport but the pt's rhythm eventually converted to asystole and was not resuscitated. The reporter indicated the pt might have been resuscitated but for the alleged device malfunction.